Manufacturer narrative:
The subject device was returned to and evaluated by lifescan product analysis with the following findings: the lancing device passed all testing with no faults found. The reported issue could not be confirmed. This report is processed under exemption number e2005018.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that the onetouch lancing device experienced lancet holder damage. The patient involved with this complaint was female and there is no documented age or weight data.